Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. There was no adverse impact to the customer¿s blood glucose level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.